Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the scope socket was discovered to be defective. The customer's originally reported issue of light source very dark was also confirmed. In addition, minor cosmetic damage was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their evis exera iii xenon light source produced dim or low light and the narrow band was not working during preparation for use in a diagnostic colonoscopy. The procedure was ultimately completed with a similar device. Upon inspection and testing of the returned unit, the device was discovered to have a defective scope socket. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.